Manufacturer narrative:
E1 - phone number: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope not taking pictures during endoscopy procedure during sedation while device was inside patient involving an olympus gastrointestinal videoscope. There was no patient injury reported.